Event description:
After treating a long pseudoaneurysm in a svg with a pk papyrus covered stent, a second pk papyrus stent was selected, but the stent slid back onto the delivery shaft when passing the 7f guideliner. Another pk papyrus was used to complete the intervention successfully.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause was determined. The root cause for the complaint event is most likely related to the extension catheter whose dimensions do not meet the requirements specified in the pk papyrus IFU. Please note that 4.5-5.0 mm pk papyrus stents require guiding- and extension catheters with a larger minimum inner diameter than smaller pk papyrus stent sizes. The IFU further warns against reinsertion as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.